Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the french prestataire stated "communication problem: other ¿ describe the problem encountered / needle mechanism ¿ describe the problem encountered / difficulty associating the pod with a pdm at startup." The patient was wearing the pod on the arm for between 37 and 48 hours. No impact to the patient's glucose level was reported. No additional details were provided. A supplemental report will be given if new information becomes available.